Event description:
The lay user/pt called lifescan (lfs) in 2007 alleging the onetouch ultra meter's battery cover was broken. This complaint was classified based on the customer care advocate (cca) documentation. The pt reported the meter's battery cover was broken; so, she was unable to use the meter since the day before, at 11pm. That evening the pt took an increased dose of insulin, which was 6 units of regular insulin. The following day, at 1pm at her physician's office, her blood glucose was tested; the result was 570 mg/dl. She was sweating and her tongue was white at the time of the result. The pt denied receiving medical treatment. The issue was not resolved with troubleshooting with the cca; the pt stated that she tried to remove the battery cover with a screwdriver and the tab broke off. The meter was replace. This complaint is reported because the pt alleged she was unable to test and subsequently obtained a result that is indicative of a serious injury.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.